Event description:
As reported, upon insertion during interventional surgery for femoral artery thrombosis, the body of this fogarty thru-lumen embolectomy catheter suddenly broke into two parts near the y fitting. Emergency pressure was applied for hemostasis, and the broken end was clamped using forceps to remove the broken part. During removal, a slight puncture to the internal vessel occurred. After replacement of the device, the surgery was completed smoothly. After the surgery, the patient's overall condition remained stable with no complications. The device was not available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.